Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture, and migration.

Event description:
Patient reported via sus volunatary medwatch, right-side rupture (device related) noticeable health problems, memory issues, confusion, lower back pain, sciatica nerve pain, fatigue, vision issues, dry eyes, oral lichen planus, pain in left wrist radiating to elbow, numbness and tingling, carpal tunnel, jaw on left side and ocular bones hurt, jaw won't open fully, constant pain and pressure around eyes, cannot fully open mouth, raynaud's syndrome in hands and feet, bottom of feet are sore, difficult to walk with or without shoes on any surface, diagnosed with raynauds, carpal tunnel, rheumatoid arthritis, and scleroderma, arms/hands have pins and needles, legs are swollen, digital ulcer on right finger, hands and feet are swollen, knees ache(not device related) swollen lymph nodes in neck and under arms(device related) swollen legs and arms, right finger ulcer won't heal, skin on legs and feet cannot be touched, tinnitus right ear, shoulder and nerves tested by a specialist for any damage as arm tingling still present, cannot go up or down the stairs with reciprocal stepping motion, cannot bend, squat or crouch, cannot kneel, diagnosed with lyme disease, skin itching, skin is hyperpigmented, joints are difficult to use, tinnitus and dizzy spells for 2 days, tendons in hip ache, achilles tendons ache causing difficulty walking. Patient additionally reported, "have been sick for 3 years," lower back pain, treated for scleroderma, lyme disease, and heavy metals" (not device related) and "migration from placement towards the center of my chest." (Device related) later, healthcare professional confirmed event of rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). Varied injuries-ndr unable to confirm as it is a medical event not related to the device. Pain-ndr: unable to confirm as it is a medical event not related to the device. Malaise-ndr: unable to confirm as it is a medical event not related to the device. Other-medical-ndr: unable to confirm as it is a medical event not related to the device. Sensation increase/decrease-ndr: unable to confirm as it is a medical event not related to the device. Raynaud¿s phenomenon-ndr: unable to confirm as it is a medical event not related to the device. Arthritis-rheumatoid-ndr: unable to confirm as it is a medical event not related to the device. Scleroderma-ndr: unable to confirm as it is a medical event not related to the device. Edema-ndr: unable to confirm as it is a medical event not related to the device. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Pruritus-ndr: unable to confirm as it is a medical event not related to the device. Dizziness-ndr: unable to confirm as it is a medical event not related to the device. Migration: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the shell.. Observed a crease sharp opening assessed as to a fold flaw opening around the opening have non-penetrating nicks. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported via sus volunatary medwatch, right-side rupture (device related) noticeable health problems, memory issues, confusion, lower back pain, sciatica nerve pain, fatigue, vision issues, dry eyes, oral lichen planus, pain in left wrist radiating to elbow, numbness and tingling, carpal tunnel, jaw on left side and ocular bones hurt, jaw won't open fully, constant pain and pressure around eyes, cannot fully open mouth, raynaud's syndrome in hands and feet, bottom of feet are sore, difficult to walk with or without shoes on any surface, diagnosed with raynauds, carpal tunnel, rheumatoid arthritis, and scleroderma, arms/hands have pins and needles, legs are swollen, digital ulcer on right finger, hands and feet are swollen, knees ache(not device related) swollen lymph nodes in neck and under arms(device related) swollen legs and arms, right finger ulcer won't heal, skin on legs and feet cannot be touched, tinnitus right ear, shoulder and nerves tested by a specialist for any damage as arm tingling still present, cannot go up or down the stairs with reciprocal stepping motion, cannot bend, squat or crouch, cannot kneel, diagnosed with lyme disease, skin itching, skin is hyperpigmented, joints are difficult to use, tinnitus and dizzy spells for 2 days, tendons in hip ache, achilles tendons ache causing difficulty walking. Patient additionally reported, "have been sick for 3 years," lower back pain, treated for scleroderma, lyme disease, and heavy metals" (not device related) and "migration from placement towards the center of my chest." (Device related) later, healthcare professional confirmed event of rupture. The device has been explanted.